Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported to bd representatives during their site visit that a secondary medication, possibly vancomycin, did not infuse as programmed. Instead, the pump module infused from the primary bag at the secondary infusion's rate of 150ml/hr. After identifying the issue, the nurse re-programmed the vancomycin, but it still did not infuse. The nurse had to set up the vancomycin to deliver it as a primary infusion, rather than a secondary. It was also reported that three other nurses encountered this same issue in the past. The events were reported by clinicians from the intensive care unit. There were patients involved but no harm.

Event description:
It was reported to bd representatives during their site visit that a secondary medication, possibly vancomycin, did not infuse as programmed. Instead, the pump module infused from the primary bag at the secondary infusion's rate of 150ml/hr. After identifying the issue, the nurse re-programmed the vancomycin, but it still did not infuse. The nurse had to set up the vancomycin to deliver it as a primary infusion, rather than a secondary. It was also reported that three other nurses encountered this same issue in the past. The events were reported by clinicians from the intensive care unit. There were patients involved but no harm.

Manufacturer narrative:
Additional information: annex a: a26. Annex g: g07001.